Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type lead product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the issues was it wasn¿t working on their body. The patient stated they had the implant replaced with a drug pump.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead, product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(6), (B)(4). Other applicable component. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported stimulation never helped with their pain every much. According to the consumer it could be that the leads moved, but they weren¿t sure. The spinal cord stimulation (scs) system was removed when the pump was implanted. No further complications were reported/anticipated. Additional information was received from a family/friend. It was reported that the spinal cord stimulation never really helped the p atient a whole lot so the patient had it removed and replaced with a pump. Caller stated the device stopped, didn¿t really work since it was implanted, patient stated it was off and on. Caller stated they were not able to remove the lead because of scar tissue. It was reported replacement and unable to remove leads on 05/26. No further complications were reported/anticipated. Unrelated pump file event captured in (B)(4).